Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device did not show disconnection alarm when the customer used the bacteria filter. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the device did not show disconnection alarm when the customer used the bacteria filter. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) went onsite and provided clarification for the customer. The fse instructed the customer on the use of a single filter on the ventilator output per the user manual. The fse also informed the customer that the alarm does not register the user's actions and only for the changing of the filters. The fse informed the customer of the filter use per the user manual as well as information on the alarm of the filters to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.